Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly.

Event description:
The consumer via the manufacturer representative reported that there was a bent/loose connector pin on the desktop charger (dtc). The manufacturer representative reported that stimulation had stopped. The implantable neurostimulator (ins) was not in overdischarge, it was because the ins needed to be charged. It was also reported that the implantable neurostimulator recharger (insr) was not responding and the insr screen would not power up. The patient tried to charge the insr, but could not charge. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.